Event description:
The customer's son reported that he had "a hard time filling the pod" with insulin and that there was "a lot of resistance". Despite this, the pod was placed and over the four hours it was in use, high bg levels (363-497mg/dl) were experienced. A new pod was activated, which was successful in lowering bg's to within "normal range". The suspect device will be returned for evaluation.

Manufacturer narrative:
The product was not returned, so no evaluation is possible. The customer noticed resistance when attempting to fill the pod with insulin, which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "cracking" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was noticed in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.